Event description:
It was reported the device was beeping and stating remove and reattach cassette. Customer states they tried to lower the lever on the pump but it is locked on. Instructed caller to remove and replace the batteries. Pump powered back on. Pump restarted and screen reads run and reservoir volume empty in 18 hours 36 mins. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
B5: initial reporter occupation was updated to non-healthcare professional on 15-jun-2022. The information was provided in the notification email. (14-jun-2022 is when the missing initial reporter occupation was discovered).